Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing of noise via review of remote transmission. The device reprogramming was made previously to address the atrial noise. The ra lead was later explanted and replaced. The patient was stable.